Event description:
It was reported by service report that the footboard connector was working intermittently, and the bottom footboard shell was cracked. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard connector. Cracked footboard shell bottom.